Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(6) that during an unspecified surgical procedure, it was observed that metallic particles came out from the 4mm utra aggressive plus cutter into the cavity being operated. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no patient consequence and the procedure was unknown. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during knee meniscectomy surgical procedure. It was reported that the surgeon increased irrigation flow (wash more) to remove the waste in order to correct the problem with the device. It was reported that nothing was done in particular to continue the procedure but just the additional wash. As a result, it was reported that there was approximately an additional 15 minutes in the surgical procedure. It was reported that at the moment, there was no damage to the patient due to the problem with the device. It was reported that there was no need for hospitalization or prolonged hospitalization at the moment. It was reported that there was no need for the patient to be re-operated to avoid or correct any damage at the moment. It was reported that the current state of the patient was recovering at home. Subsequent follow-up with the customer, additional information was received. It was reported that the requested sample was not available for analysis as the customer discarded it.